Manufacturer narrative:
Testing of actual/suspected device: (10/213) during a preventative maintenance (pm) service, the getinge field service engineer (fse) found that the blood-back voltage calibration was out of tolerance and could not be adjusted to within the required specification, to fix the issue he replaced the solenoid driver board and completed calibration. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was found that the cs300 intra-aortic balloon pump (iabp) was not passing the blood back voltage calibration. There was no patient involvement, and no adverse event reported.